Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 1 of 7. The home patient (hp) stated one clamp was open on an unused supply line. The baxter technical service representative assisted the hp with removing the set and explained he would need to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report. Product surveillance spoke to the peritoneal dialysis (pd) nurse. The pd nurse stated the home patient was in the hospital for a foot amputation and the nurse inadvertently opened a clamp on an unused supply line. The pd nurse stated the hp is diabetic and the need for an amputation was not related to pd therapy or products. There was no patient injury or medical intervention reported. The home patient is continuing therapy as usual with no issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The cause of the system error 2240 alarm was due to the clamp being inadvertently left open by the user.